Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device motor and electrical control unit were damaged and the device would not run. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was traced to maintenance which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device on/off button was blocked and impossible for the user to change the position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.